Event description:
In january 2001 steris received notice of an incident in which an operator claims to be suffering from 'reactive airway dysfunction syndrome', which occasionally causes difficulty in breathing, after cleaning up fluid which had spilled from a steris system 1 processor. The event occured in january 1999. The person involved claims to be suffering from 'reactive airway dysfunction syndrome', which occasionally causes difficulty in breathing.